Event description:
Patient reported they provided a letter of recommendation from their dentist. The dentist states in the letter that the patient was seen for comprehensive oral evaluation, who has chief complaint of jaw pain after chewing food. Patient has tmj movement that is asymmetrical upon opening and closing mouth, more exaggerated on the left and the patient has unstable occlusion. Mandibular anterior has lower bone level and excessive buccal tipping has further progressed gingival recession. #20 and 29 are rotated which cannot be corrected without attachments. Patient was advised to terminate alignment use with byte, correct jaw position with splint and then proceed with orthodontic alignment under supervision of a licensed dental practitioner.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.